Event description:
Reporter indicated that she was to undergo revision surgery due to a generator migration. It was stated that an elective generator replacement might take place during this same procedure as well. Good faith attempts for further info are currently being made.